Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a rate response issue which resulted in dyspnea. The ICD was reprogrammed. The patient condition was unknown.